Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was driven on an in-house system and passed the recognition and engagement tests. It moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The maryland bipolar forceps passed the electrical continuity and energy delivery tests. There was no thermal damage, but the wires were exposed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a damage on the black plastic coating of the wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument damage was identified during assembly inspection for cleanliness. The damage was not discovered during procedure. The black insulation was damaged. The cable was intact but exposed due to the black insulation being damaged. No other information was available.